Event description:
It was reported that bd insyte autoguard needle retracted prematurely. The needle retracts by itself, leaving only the plastic catheter, which makes it impossible to use.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.